Manufacturer narrative:
Results: the jet7 was kinked approximately 6.5 cm from the hub. The jet7 was fractured approximately 101.0 cm from the hub. Two additional small fractures were visible approximately 100.0 and 102.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the catheter was fractured. If the jet7 is mishandled at an extreme angle during use, damage such as a kink and subsequently fracture may occur. Further evaluation of the returned jet7 revealed a kink near the hub. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass in the target vessel using the jet7. Subsequently, the jet7 was removed for flushing. While flushing the jet7 on the back table, the mid-shaft of the jet7 cracked. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a penumbra system ace 60 reperfusion catheter (ace60) and the same neuron max. There was no report of an adverse effect to the patient.